Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported a (B)(6) repeat (B)(6) result for one patient. The sample was further tested on the (B)(6) confirmatory assay and generated a (B)(6) result. The customer further indicated the sample was tested on an alternate method (not provided) and generated a (B)(6) result. No specific patient information was provided. No adverse impact to patient management was reported. Refer to related manufacturer report number 3008344661-2018-00079 for the device evaluation of the (B)(6) confirmatory assay.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag assay. Since the lot number was not provided, lot specific trending and testing could not be performed. World wide field data was used to evaluate the performance of the assay. The median patient results for the positive population for each reagent lot in the field are within the established limits. Manufacturing documentation for the hbsag assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag assay was identified.